Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records related to the reported product event were not provided. X-ray was provided but image not sent to radiology. Assessment provided from initial reporter stated "doctor took an x-ray, but the needle tip is not visible." The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign : germany. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the needle tip broke off when operating the suture forceps with broadband. The tip was not found. It may have been aspirated. The doctor took an x-ray, but the needle tip is not visible. Attempts have been made and additional information on the reported event is unavailable at this time.